Event description:
A customer reported that, during phacoemulsification (phaco) mode of the cataract surgery with intraocular lens (iol) implantation an ophthalmic operating system did not provide suction and ultrasound which resulted in embedded implant in the retina. There was no occlusion tone and occlusion message displayed by the system. The procedure was aborted and further treatment for the patient will be done by the retinologist. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No sample has been received by manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).